Event description:
I have a phillips sonicare electric toothbrush model hx6950 number (B)(4) that suddenly while in the charger started making a loud fuzzing sound. I took it off the charger and tried to turn it off but could not. When it began making a loud screeching sound. So I took it out on a covered back deck and noticed that it appeared to be emitting smoke. It now has two large burn marks on the sides and a burn mark at the base. I called the phillips sonicare 800 number and was told someone would call me back. But they never did. This device is unsafe and could have caused a fire. Incident date: "(B)(6)". Personal care. Purchased from (store or internet site): (B)(6). I still have the product. Yes. Have you contacted the manufacturer - yes.